Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products mcs-p3-943 implantable transcatheter valve (B)(6) 2013. (B)(4).

Event description:
It was reported the right ventricular lead demonstrated high threshold measurements. It was removed and a new lead was implanted. No patient complications have been reported as a result of this event.